Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital due to complications with their cardiac resynchronization therapy defibrillator (crt-d). It was noted that the pacing function of the device was programmed off as it was causing pain to the patient. The device is still in use. No further patient complications have been reported as a result of this event.